Event description:
During attempted inflation of the cypher sda inside the patient, a crack in the luer hub was noticed. There was no report of patient injury. Additional patient and procedural information has been requested but has not yet been forthcoming. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.